Manufacturer narrative:
Correction: section d9 - device available for evaluation: originally reported as no - has been corrected to yes. Additional information: section b5. - event description. Section d6b. - explantation date. Section d9 - 9. Date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The evoke scs system was returned to saluda. The root cause of the reported event could not be definitively determined; however, the physician noted the patient may have been experiencing surgical pain. The evoke scs system surgical guide lists persistent post-surgical pain at hardware implantation sites and inadequate pain relief following system implantation requiring surgery (including revision, explant, and replacement) as potential risks associated with the implantation and use of a spinal cord stimulation system. The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A revision procedure was performed during which the evoke scs system was replaced and repositioned.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. A revision procedure of the patient¿s evoke cls implant site was previously completed and reported under manufacturer report number - 3021836309-2025-00364.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for pain radiating from the evoke closed loop stimulator (cls) implant site to their lower limb. Further examination revealed bruising at the cls implant site. Oral pain medication was prescribed but was unsuccessful. Patient will be re-evaluated in early 2026 for potential surgical intervention.